Event description:
The inpatient services program manager from a user facility reported that a combi set blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed dripping from the heparin line where it connects to the primary line. There was no mention of any machine alarms. After the operator noticed the leak, they immediately clamped the lines and paused the treatment. Subsequently, the heparin line completely separated from the primary line. The patient's blood was not returned; estimated blood loss (ebl) was 260 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for evaluation as it was reportedly discarded. However, a photo depicting the separation was provided for review.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, photo evidence was received from the clinic where it can be observed that the heparin line separated from the red pump ¿t¿ connector of the arterial line. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the provided photo, the alleged failure was able to be confirmed. However, it is not possible to determine the actual cause of the defect.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The inpatient services program manager from a user facility reported that a combi set blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed dripping from the heparin line where it connects to the primary line. There was no mention of any machine alarms. After the operator noticed the leak, they immediately clamped the lines and paused the treatment. Subsequently, the heparin line completely separated from the primary line. The patient's blood was not returned; estimated blood loss (ebl) was 260 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for evaluation as it was reportedly discarded. However, a photo depicting the separation was provided for review.